Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was to be used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking, the laser fiber broke when it was removed from the package. The procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information received in investigation results: lot number 21775410 therefore block updated. A label for a lighttrail single use laser fiber was received. The product itself was not returned for analysis, only the label was returned, therefore the reported event of fiber broken during unpacking was unable to be confirmed. However, based on the reported event details, it is most probable that the event occurred due to the handling of the device outside the patient during unpacking. Therefore the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Only product label received.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was to be used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during unpacking, the laser fiber broke when it was removed from the package. The procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.